Event description:
It was reported to philips that the monitor required multiple restarts to function on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Troubleshooting performed; device returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).